Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre applicator was stuck and that they "tried so hard to open it" that they lost consciousness. Customer was taken to a hospital where they were diagnosed with hypoglycemia and treated with "heat therapy" and an unspecified intravenous drip. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that the adc freestyle libre applicator was stuck and that they "tried so hard to open it" that they lost consciousness. Customer was taken to a hospital where they were diagnosed with hypoglycemia and treated with "heat therapy" and an unspecified intravenous drip. There was no report of death or permanent impairment associated with this event.